Event description:
The device was returned because it was a rental unit that was no longer needed by the customer. There was no customer complaint. Evaluation of the device completed 9/18/1998 revealed that the audible alarm was functioning intermittently. There was no related death or injury.